Manufacturer narrative:
Complainant state/province: (B)(6). Patient country: (B)(6). Correction - contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that there was hair present in individual wrapping. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Correction (g1): contact office address: (B)(6). A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed with no discrepancies. Affected amount: 1pc. Convatec foam lite 8x8cm was manufactured under sap code 1713678 and manufacturing lot number 1c00884. Lot # 1c00884 was sterilised under lot 2845095 and released on review of sterilisation provided by sterilisation company sterigenics. All of the results were within specification and products were released. The production process, in process testing and packaging of product was run in accordance with pi12-151 ver 36.0 for machine circle. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was complete. A nonconformity was registered during the manufacturing of this batch however it was for another issue and not related to the complaint issue. This is the only complaint for the affected lot registered within database. Two photographs were received for this issue and were evaluated. The photographs confirmed the expected product, lot number and complaint issue. Operators were made aware of the complaint issue to ensure good manufacturing process (gmp) practices are being followed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.